Event description:
A rondo 2 audio processor with a leaking battery and a broken welding seam was received at hq. The device was sent back due to the broken welding seam.

Manufacturer narrative:
Conclusion: according to the information received by the user, the welding seam is damaged. During the repair process of the rondo 2 audio processor, a leaking battery was detected, which is likely caused by an external mechanical impact. There has been no report of patient injury from contact with leaking electrolyte. This is a final report.

Event description:
A rondo 2 audio processor with a leaking battery and a broken welding seam was received at hq. The device was sent back due to the broken welding seam.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.